Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display began to glitch with box-like spots and lines visible on the screen; a restart did not resolve the issue, and the user confirmed no screen protector was in place. Symptoms included no reported changes in blood glucose and no hypoglycemic or hyperglycemic events. Outcomes included a device replacement being arranged and the user reverting to backup therapy without hospitalization or medical intervention. Investigation included review of user feedback and visual evidence via photo, as well as device return logistics. Investigation of the returned device revealed no display visibility malfunction consistent with a screen/display hardware defect.